Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a blood leak with a dialyzer during treatment of a hemodialysis (hd) patient. Additional information was requested and was not received to date.

Event description:
It was reported that there was a blood leak with a dialyzer during treatment of a hemodialysis (hd) patient. Additional information was received from the clinic and revealed the hemodialysis (hd) patient was connected to a 2008k2 hd machine when the dialyzer leak was observed. The patient was one hour into treatment when the blood leak occurred. There was no defect/damage observed to the dialyzer or its packaging, and the blood leak was not visually observed. The blood leak was internal to the extracorporeal circuit. The blood leak originated in the dialyzer, and blood test strips were used and tested positive. The patient finished treatment on the same machine. The dialyzer was not available to be sent back for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformance, rework, labeling, process controls and any other occurrence in production. The lot numbers passed pyrogen testing, was within sterilization dosage parameters, and passed all release criteria.

Event description:
It was reported that there was a blood leak with a dialyzer during treatment of a hemodialysis (hd) patient. Additional information was received from the clinic and revealed the hemodialysis (hd) patient was connected to a 2008k2 hd machine when the dialyzer leak was observed. The patient was one hour into treatment when the blood leak occurred. There was no defect/damage observed to the dialyzer or its packaging, and the blood leak was not visually observed. The blood leak was internal to the extracorporeal circuit. The blood leak originated in the dialyzer, and blood test strips were used and tested positive. The patient finished treatment on the same machine. The dialyzer was not available to be sent back for evaluation.